Event description:
It was reported that the bd precisionglide¿ needle broke "in half" during use when placing it in the cartridge. The following information was provided by the initial reporter: "contact reported needle broke in half when she put needle in cartridge to fill cartridge".

Manufacturer narrative:
Correction: the catalog number has been corrected. The following fields have been updated: d.2. Medical device catalog#: 305111. D.5. Unique identifier (UDI) #: (B)(4). H3 other text : see section h.10.

Manufacturer narrative:
Correction: the customer provided corrected information concerning the patient's identifiers. The following fields have been updated: age at time of event: 13. Date of birth: (B)(6) 2005.

Event description:
It was reported that the bd precisionglide¿ needle broke "in half" during use when placing it in the cartridge. The following information was provided by the initial reporter: "contact reported needle broke in half when she put needle in cartridge to fill cartridge".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record could not be completed as no lot number was received. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd precisionglide¿ needle broke "in half" during use when placing it in the cartridge. The following information was provided by the initial reporter: "contact reported needle broke in half when she put needle in cartridge to fill cartridge."